Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event can be detectable and preventable by handling device in accordance with the following IFU: 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited burnt plastic distal end cover. There was no patient involvement in this event.